Manufacturer narrative:
The subject devices are not available for evaluation, as they remain implanted. The date of the event is unknown; however, according to the article, the study period was from february 2019 to june 2020. Thus, the first day of the reported study period ((B)(6) 2019) was used as the occurrence date. Article citation: belyaev s, herrmann fem, dashkevich a, wenke k, vlachea p, von der linden j et al. Evaluation of a rapid deployment prosthesis strategy for the treatment of aortic valve endocarditis. Eur j cardiothorac surg 2022. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of the medical article: "evaluation of a rapid deployment prosthesis strategy for the treatment of aortic valve endocarditis", the following was identified as pertaining to edwards devices: two patients in the prosthetic valve endocarditis (pve) group had a permanent pacemaker (ppm) implanted after the implantation of an edwards intuity elite valve model 8300ab.

Event description:
Through review of the medical article: "evaluation of a rapid deployment prosthesis strategy for the treatment of aortic valve endocarditis", the following was identified as pertaining to edwards devices: two patients in the prosthetic valve endocarditis (pve) group had a permanent pacemaker (ppm) implanted after the implantation of an edwards intuity elite valve model 8300ab. As per the surgeon, these patients did not have pre-operative history of arrhythmia and/or conduction disturbance.

Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and conduction abnormalities. The reason for post-operative av block after valve replacement or ring annuloplasty surgery is due to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic valve procedures. Atrioventricular conduction disturbances after avr are associated with many patient-related and procedural-related factors. The mechanisms of the development of heart block after surgical avr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the most likely cause is procedural factors.